Event description:
It was reported that the patient experienced "blackouts," and the device was part of the field advisory. The device was explanted and replaced. The atrial lead impedance was found to be high/undefined at greater than 9999 ohms. It was also noted that the patient had chronic af, and the device had been programmed vvi for over two years. Now, it was being changed out to a single chamber device. The atrial lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) no anomalies were found.